Event description:
During the closing of the neck incision, one of the surgical needles broke inside the patient's neck. The needle broke despite no resistance. At that point, we could not palpate the needle at the skin. We tried to find the needle using fluoroscopy and these attempts had failed. At that point, we infiltrated more lidocaine in the wound. The wound was extended for about 4 cm and deepened using blunt and sharp dissection for about 1.5 cm. At that point, we continued careful exploration of the wound around the carotid vessels on the internal jugular vein. The needle was subsequently located and extracted in its entirety. The needle was explored on the operative table and also compared to the other part of the needle. At that point, we found out that we extracted all of the needle. We performed fluoroscopy to make sure that all of the needle was extracted and no pieces were retained. At that point, we closed the incision in layers. Staff discarded the needle and packaging and we were unable to retrieve the equipment to return to the company.